Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the personal therapy manager was showing 8286 error code, which indicated that empty reservoir alarm occurred. Patient had not heard an alarm. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available as of the date of this report.